Event description:
Reportedly, upon device interrogation during the follow-up of (B)(6) 2014, an episode was absent from memories, whereas the user expected the episode to be stored.

Event description:
Reportedly, upon device interrogation during the follow-up of (B)(6) 2014, an episode was absent from memories, whereas the user expected the episode to be stored.